Event description:
It was reported that during implantation the left ventricular (lv) lead had no capture in the target vessel. Unsuccessful attempts were also made with two other leads. No lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).